Manufacturer narrative:
(B)(4). Results: nose cone. Should the information be provided later, a supplemental medwatch will be sent date of event: unknown, assumed 1st day of month that complaint was reported. The handpiece was received with the nose cone cracked. The device was received with the coating material of the housing flaking off. The loose particles on the surface are aluminum oxide from the base material. This issue does not affect handpiece performance. It was connected to a generator, evaluated with a test instrument and was found to be functional. During testing the phase margin value was recorded out of specification; however, an out of range value will not interrupt device function or generate an automatic error code, not contributing to the reported event. The instrument was disassembled to inspect the internal components. The moisture indicator was positive and the acoustic isolator was torn. In addition, the hand activation wire had the outer jacket degraded. This did not affect the functionality of the instrument. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, over torquing the device, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. The handpiece has a number of seals to prevent fluids from entering the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. It is probable that the ingress of moisture affected handpiece functionality, although this was not confirmed during the...

Event description:
It was reported that during an unknown procedure the device acquired a broken handle component issue. When installing har36 they had difficulties to fix the instrument (seems not to be fixed) before the dynamo key was used then when they wants to "unscrew" the instrument from the hand piece, they couldn't and when forcing they did cracked 2 hp054. Another device like device was used to complete the case. No patient consequences.